Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 70% stenosis, heavy calcification and no tortuosity. Two 7.0x150mm armada 35 balloon dilatation catheters (bdc) were advanced without resistance but ruptured during the first inflation at 8 atmospheres (atms). Another armada 35 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional armada 35 device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported balloon rupture was confirmed. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.